Event description:
This spontaneous case was reported by a nurse and describes the occurrence of medical device removal ("the doctor's office reported the event/essure was removed for an unknown reason") in a (B)(6) female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.